Manufacturer narrative:
On 16-feb-2026, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch catheter and there was an irrigation issue identified. The irrigation problems were noticed after the device had already been used on the patient. The correct catheter settings were selected on the generator. There were no flow rate change issues at the start of ablation. The catheter was exchanged and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 24-mar-2026, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch catheter and there was an irrigation issue identified. The irrigation problems were noticed after the device had already been used on the patient. The correct catheter settings were selected on the generator. There were no flow rate change issues at the start of ablation. The catheter was exchanged and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found bent at the tip area. A manufacturing record evaluation was performed for the finished device number lot 31748791l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube bent could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).